Event description:
It was reported that the patient's scs ipg stopped accepting a charge. In turn, it became inoperable. The patient underwent surgical intervention wherein the scs ipg was explanted and replaced, resolving the issue.